Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was inoperable. A replacement charger was sent to the patient and a representative met with the patient and various external devices were used to attempt to locate the ipg, though none did. Patient may undergo surgical intervention to replace the ipg.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.